Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) study: it was reported that a stroke occurred post procedure. The patient underwent a left atrial appendage (laa) closure procedure on (B)(6) 2017. A 27 mm watchman ® laa closure device & delivery system and watchman ® access system were used. The 27mm watchman closure device was successfully implanted with a complete seal. The patient¿s medication regimen was 100mg aspirin and 100mg cilostazol. The patient remained on warfarin until (B)(6) 2017. On (B)(6) 2017 at the patients 6-month transesophageal echocardiogram (tee) they found a 1.9mm jet. There was no thrombus on the closure device on (B)(6) 2018, the patient experienced left facial paralysis. On (B)(6) a magnetic resonance imaging (MRI) confirmed that the patient had an "old ischemic stroke". On (B)(6) 2018, at the patient¿s 12- month follow-up a tee revealed that there was no thrombus on the closure device.